Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted in the patient on (B)(6) 2011. The patient condition at the conclusion of the procedure was reported to be good. According to the complainant, the patient was seen at the clinic on (B)(6) 2016 where it was determined that mesh had eroded into the patient's urethra. All other information is unavailable. Should additional relevant details become available; a supplemental report will be submitted.